Manufacturer narrative:
The zio at patch was returned to irhythm, and all available clinical data was successfully downloaded. Review of the data confirmed that the patient wore the zio at device for the full 14-day prescribed wear period. Multiple actionable arrhythmias were transmitted and appropriately notified on days 0 through 3. On day 4, irhythm customer care contacted the patient after no transmissions were received for more than 24 hours. During troubleshooting, the patient reported that the gateway was unresponsive . Customer care advised the patient to continue wearing the patch and notified the hcp that the gateway was not transmitting. Diagnostic data showed no functional issues or errors with the patch around the time of the reported event. Review of the available data showed cellular connectivity from days 0 through 3, after which the gateway stopped connecting and did not reestablish connectivity. Available data suggests that the gateway experience an unrecoverable error. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
An arrhythmia that met medical doctor notification (mdn) criteria was not transmitted during the wear period. The healthcare provider (hcp) was notified of the patient's arrhythmia once the final report was generated and posted. No adverse events, such as death or serious injury, are known to have occurred.

Manufacturer narrative:
The zio at patch was returned to irhythm, and all available clinical data was successfully downloaded. Review of the data confirmed that the patient wore the zio at device for the full 14-day prescribed wear period. Multiple actionable arrhythmias were transmitted and appropriately notified on days 0 through 3. On day 4, irhythm customer care contacted the patient after no transmissions were received for more than 24 hours. During troubleshooting, the patient reported that the gateway was unresponsive . Customer care advised the patient to continue wearing the patch and notified the hcp that the gateway was not transmitting. Diagnostic data showed no functional issues or errors with the patch around the time of the reported event. The gateway was not returned to irhythm therefore, full diagnostic testing could not be performed. Review of the available data showed cellular connectivity from days 0 through 3, after which the gateway stopped connecting and did not reestablish a connectivity. The cause of the arrhythmia transmission failure could not be confirmed due to the unavailability of the gateway; however available data suggests an unrecoverable gateway error. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.